Manufacturer narrative:
Product event summary: (B)(4). The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that after the implant procedure, there was a suspected connection problem of the right ventricular (rv) lead to the device after noting an increase in the threshold. The patient wanted to go home quickly and refused to do a revision. One month later at the follow-up, there was a lead alert for high bipolar impedance and the lead switched from bipolar to unipolar, so the pacing was still efficient. In addition, the capture management measured that the threshold was 0.25v@0.4ms but was manually measured to be 1.75-2v@0.4ms. The rv lead and device remain in use and an x-ray will be done at the next follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. C3tr01 implantable biv defibrillator (B)(6) 2013.